Event description:
(B)(4). The first time I realized I was having more pain, I went to the doctors because I had a (B)(6) baby in when I couldn't carry her because I was in so much pain I knew something was wrong. The pain would be so bad to the point I could stand up, I had to crawl on the floor. It was hard to move. I had to yell to get a family member to help me .. From that time on, I realize when I woke up it hurt to get out of bed, I just didn't feel myself no more everything, I would call my doctor to go in and he would say there was nothing wrong. I said there's no way I wouldn't be feeling like this if nothing was wrong . For the last 4 years my life has been to the point I don't know if I can take it another day. I would not have thought things would turn out like this from something I thought could help me. Now I wake up wondering how will I ever get my life back to when pain wasn't a every day feeling.